Event description:
It was reported that upon removing the rotatable oval 20mm polypectomy snare from its packaging, damage to the device was noted. The bottom of the grommet was unscrewed and the oversheath of the catheter was loose. The device was not used. Another of the same device was used to complete the procedure. The patient's status is reported as "fine".